Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the bulging identified during product analysis could affect the functionality of the device, therefore the reported allegations of mechanical issues and aneurysm were confirmed. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual inspection of the pump identified that the pump kink resistant tubing (krt) was worn to filament; however, the component passed all functional analysis tests. The cylinders were visually inspected, revealing both cylinders had wear at fold in the cylinder body. Cylinder 1 had broken fabric threads and bulging when inflated; however, no leak was identified. Cylinder 1 was not functionally tested due to the bulge identified, cylinder 2 performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced an inflatable penile prosthesis (ipp) cylinder break during sexual intercourse. A replacement surgery was performed in which a device aneurysm was noticed. There were no patient complications related to the event.